Manufacturer narrative:
12-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer e-mailed and stated that a third brush head had broken within a few weeks; each time something broke in the head, causing it to become detached. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that a third brush head had broken within a few weeks; each time something broke in the head, causing it to become detached. No injury was reported.